Event description:
It was reported the connecting outlets are broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the output connector was broken. Analysis also found the upper case, battery release, side bail covers and battery drawer contaminated, the lower case contaminated and broken and the ring cover and ring bail missing. (B)(4).

Event description:
It was reported the connecting outlets are broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.